Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis, as well as to indicate the product serial number, model number or implant date. The device was not yet been received by allergan. Based upon the model style provided by the reporter the connector type is either a taper ii or rapid port ez strain relief. Visual examination may determine the connector type associated with this report. The reporter of the complaint was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. No additional information has been reported to allergan regarding the model number, serial number, implant date, explant date, diagnostic testing and patient data. Device labeling addresses the possible outcome of leakage as follows: " deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health care professional reported: "leak from the system/leak from the port suspected." Investigation in progress.